Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no material fell in the patient. During the operation we noticed that there was a wire sticking out of the distal part of the instrument. At first, we thought this was a piece of suture. So, I took the instrument out of the robot and looked, it turned out to be an iron wire from the instrument itself.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.